Manufacturer narrative:
As received, the device was above elective replacement indicator and electrocautery marks were noted on the device. The user manual indicated that electrosurgical cautery could inhibit the pulse generator operation. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The event of a loss of low voltage output was not confirmed.

Event description:
During a routine device exchange, there was a loss of cardiac pacing while using a plasma blade diathermy which resulted in the patient experiencing asystole. The arrhythmia was terminated using external pacing. The patient was stable.